Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: 2.5x28 mm xience xpedition stent, aspirin, clopidogrel. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effect of death is listed in the xience prime /xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of a coronary stenting procedure. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2014, the patient with unstable angina, underwent a coronary procedure, treating a chronic total occlusion in the posterior descending (pd) coronary artery and a target lesion in the distal right coronary artery (rca). A 2.25 x 15 mm xience prime sv stent was implanted in the pd. A 2.5 x 28 mm xience xpedition stent was implanted in the distal rca. On (B)(6) 2018, the patient became unconscious and fell. No treatment was provided and the condition resolved the same date. Per study physician, the patient fall is not related to the study device or study procedure. On (B)(6) 2014, stenosis was noted in proximal rca, at a vessel location where no stents were implanted. An unspecified drug eluting stent was implanted and the condition resolved. Per study physician, the stenosis noted in the proximal rca is not related to the study device or study procedure. On (B)(6) 2014, stenosis was noted in an unknown artery, not the target vessel, at a location where no stent was implanted. Balloon angioplasty was performed on (B)(6) 2014 and the condition resolved. Per study physician, the stenosis noted in the unknown artery is not related to the study device or study procedure. On (B)(6) 2018, the patient died at home. The cause of death is unknown. No additional information was provided.